Event description:
It was reported that an alert had been generated for atrial intrinsic amplitude out of range. Additionally, undersensed beats and episodes of loss of capture were observed on the stored right atrial automatic threshold (raat) electrograms. Sensitivity is already programmed to the maximum output. Further lead evaluation was recommended. The lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.